Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that em mode was not available. The em controller was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after installing the system, the system was not able to work in em mode because an emitter failure. The message was localizer was not connected. There was no patient present when this issue was identified.

Manufacturer narrative:
The axiem controller was returned to medtronic for analysis. Testing was conducted and the problem was confirmed. The controller wouldn't initialize the em instrument interface preventing the instruments from being read from any of the ports. Fdm (B)(4). If information is provided in the future, a supplemental report will be issued.